Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that while observing the bronchial tree using the bronchovideoscope the image disappeared when applied upward angulation, continued using the same device and completed the procedure with no delay. The issue occurred during an unspecified procedure. There were no reports of patient harm.